Event description:
It was reported that during a shift check, the autopulse platform was found not to power on with multiple batteries. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll circulation on (B)(4) 2013 for investigation. Investigation results as follows: visual inspection was performed and confirmed that the front enclosure was damaged. Review of the archive data was performed and revealed multiple fault 3 (communication fault with battery) errors. The returned platform powered on, however, there was a fault light as well as a message indicating battery required replacement. This failure was observed with multiple demo batteries. Further inspection confirmed that the observed failure was likely due to a faulty cable between the battery and power distribution board (pdb). However, a definitive cause for the failed cable could not be determined. Functional testing could not be performed due to the damaged cable. In summary, the reported complaint was confirmed, however a definitive cause could not be determined based on the evaluation results.